Manufacturer narrative:
It was initially reported that the device would be returned for evaluation. However, multiple attempts to obtain the sample were unsuccessful. This report has been updated to reflect the corrected information. Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. A review of manufacturing records found no discrepancies when the device was released to stock. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). It has been reported that the device will be returned for evaluation. Upon receipt of the device or additional relevant information, a follow-up report will be submitted.

Event description:
It was reported that during the pre-testing, the microsensor could not be zeroed. Then the physician changed with another of the new icp which still could not zero the microsensor. Finally , the physician changed with a new microsensor, it could be zeroed by the original icp. Therefore the problem was with the former microsensor. There were no delays and no adverse consequences.

Manufacturer narrative:
Complaint stated during the pre-testing, the microsensor could not be zeroed. The catheter was evaluated and the following observations were noted. There was no visible damage to the millar sensor, catheter material or connector. The device passed electronic, noise and signal drift tests. The internal calibration and linearity/ hysteresis tests were omitted due to the drainage tube. A review of manufacturing records was performed and the device was found to have conformed to specification when released. The root cause could not be confirmed based on the evaluation provided. No further investigation or corrective action is anticipated.